Event description:
Patient had glaucoma tube shunt implantation on (B)(6) 2024 with use of corneat everpatch to cover the tube. At pow 4.5 there was noted to be conjunctival retraction and exposure of the corneat everpatch. In addition he has persistent vitreous hemorrhage (not related to the everpatch) for which he is scheduled to have pars plana vitrectomy on (B)(6) 2024, and so the tube will be revised at the same time by explanting the everpatch and replacing it with irradiated cornea.